Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01560, 3005168196-2016-01561. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak in the right internal iliac artery using pod6 coils and a lantern delivery microcatheter (lantern). During the procedure, a lantern was advanced in the target vessel through a non-penumbra catheter. While advancing a pod6 coil through the lantern, the technologist experienced resistance and inadvertently bent the pod6 coil pusher assembly; therefore, the pod6 coil was removed. Next, the technologist attempted to advance a new pod6 coil through the same lantern; however, resistance was encountered again and the pod6 coil pusher assembly became bent; therefore, the pod6 coil was removed. The physician then pulled the lantern from the patient and noticed that it was bent at about 3 inches from the distal tip; therefore, this lantern was not used for the remainder of the procedure. The procedure was completed using a new lantern and 6 additional coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush; however manual flush was performed after each coil insertion. There was no report of an adverse effect to the patient.